Event description:
It was reported that the pt experienced difficulty breathing and swollen eyes and lips after PICC insertion. He was given benadryl and oxygen. PICC was left in. Symptoms resolved after one hour. Additional information: started five minutes after the tegaderm dressing was applied. First comments were that his back is very itchy. Lidocaine (when he injected it the pt noticed that he could taste it). Once he was draped he commented that he was nervous. Started with him commenting that he feels itchy and then said his face felt numb. Breathing started to become laborious and he was given oxygen. No hives but swollen eyes and upper lip. He was given oxygen because he was having trouble breathing. Not talking but alert. They checked blood pressure but it was hard to get. O2 stats was initially 75% at onset of reaction and then given 15l of oxygen for 10 minutes until o2 stats returned to 95%. Oxygen lowered to 12l and then left for an hour or so. It was hard to tell if he was flushed. His wife said that he was red but hard for staff to tell because of unusual skin appearance. Benadryl 50mg was given after reaction started. Pt was allergy tested after reaction. He was found to be allergic to ige, also previously known allergies: contrast dye and ramipril.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation as the device remains in the pt. A lot history review (lhr) of reuk1276 showed no other similar product complaint(s) from this lot number.